Event description:
It was reported that the patient received the implantable neurostimulator (ins) in 2012. The patient only had it working two times, and did not like the feel of it. The patient was only going to use it if they needed to (it¿s now). The patient put a new battery in the mystim and everything seemed to look okay. However, it did not vibrate. When the patient received it they used it just twice, but now that the patient really needed it, it did not work, or the patient could not get it to work. The patient¿s feet, ankles, and parts of legs were numb. The patient wanted help. The patient still had concerns with the device or therapy, but had not sought further help. The patient said they would call the manufacturer's representative for help in april. The patient was in florida, but would be at a different home approximately (B)(6).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).